Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. When did the suture thread detach from the needle? (E.g., during removal from the package, handling prior to use on the patient, passage through tissue, tying, or post-operative period). 2. How many suture threads detached from the needle? 3. When did the needle bend? (E.g., during removal from the package, handling prior to use on the patient, passage through tissue, tying, or post-operative period) 4. How many needles bent? 5. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Additional information was requested, the following was obtained: unfortunately the sample was discarded as it was part of a needle count post-surgery so there is nothing to send in. We just wanted to make sure the quality incident was noted for investigation in case there were any similar incidents reported on this item. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by distributor per account that the needle bends easily and the suture is breaking off of the needle, there is no injuries or adverse event reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/12/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.